Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the high bg. The customer reported to have consumed more carbohydrates than were entered into the pump. The customer declined tandem technical support's offer to troubleshoot as the cause of the high bg was known.